Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while waiting for implant after pump priming, although the system controller was properly connected to the power module an alarm stating "please connect the system controller with power module" appeared on the heartmate touch. The connection was checked and while exchanging the power module a controller fault alarm occurred. The system controller was replaced and there was no impact to the ongoing implant procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an connect power alarms appearing on the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent regarding product return. To date, no response has been provided. If the product is returned at a later date, the investigation will be reopened. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-120735) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.